Manufacturer narrative:
The devices were returned and evaluated. The evaluation results as follows: the complaint about the needle button released could not be confirmed. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient stated that on (B)(6) 2020 the needle button had released prior to the completion of 24 hour period. Patient stated that he noticed it when was going to give himself a bolus mealtime click. The v-go device had not been bumped in anyway.